Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +20.0d) was explanted due to the patient's dissatisfaction with their vision and replaced with a new lal (sn (B)(6), +20.0d). There were no reported patient complications or other problems following the procedure. Rxsight's first awareness of this event was on 12/14/2023.